Event description:
It was reported that the pump exhibited a low downstream occlusion at 6.4. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: no patient involvement was reported. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log history was reviewed and no evidence of the reported problem was found. Upon function testing the reported problem could not be duplicated. Removal of the downstream occlusion sensor seal revealed a scratch and excess adhesive applied. The root cause of the reported problem could not be determined as the device functioned properly. The downstream occlusion sensor was replaced as a preventative measure. A manufacturing DHR (device history review) was not performed as it does not indicate a problem with the initial manufacture. Nevertheless, the replacement of the dso seal could result in a scratched sensor and excess adhesive. An email was sent to service supervisor and lead to review the issue with their team.